Event description:
Report rec'd of a tubing break distal to the transducer. It was reported that the transducer kit, which was pole mounted, was connected to the pt's arterial line when the tubing "broke" in an unspecified area between the two stopcocks. A nurse was present at the pt's bedside when this occurred; therefore, the nurse turned the stopcock towards the pt to prevent bleed back and blood loss. It was reported that the transducer kit was removed and replaced with another one that worked "fine". There were no reported adverse pt effects and no further interventions were required. Though requested, no add'l info was provided.